Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2013-(B)(6). (B)(4).

Event description:
It was reported that post-operatively it was found the patient had a pericardial perforation from the right ventricular (rv) lead. During recovery a pericardiocentesis was done and the rv lead was explanted and replaced. No further patient complications have beenreported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation of the lead was extrinsically breached due to a cut and was observed to have blood ingression. Also, visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.